Event description:
Procedure type: nephrectomy. According to the reporter: before use on the patient, the obturator was difficult to remove from the trocar. While removing forcibly, the seal was broken. New device was opened to perform the procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).